Manufacturer narrative:
Investigation summary: customer returned an opened shelf carton containing (100) 31gx8mm, 1ml bd insulin syringes from lot 4119788: 90 from nine sealed polybags, and 10 from one opened polybag. Consumer reported that when pulling the plunger back it separated from the syringe and the black stopper remained in the barrel; product is also expired. The returned samples were examined, and it was observed that the shelf carton was opened, and one of the polybags inside was opened along the perforation, however, no issues were observed. The ten syringes that were returned in the opened polybag were examined, then tested for plunger rod movement: all ten plunger rods were able to move properly, and no stopper separation was observed. Out of the 90 syringes that were returned in sealed polybags, 30 were selected for additional plunger rod movement testing: all 30 plunger rods were able to move properly, and no stopper separation was observed. No evidence of manufacturing defect was observed on the returned samples. The syringes for lot 4119788 were manufactured in may 2014 (over 5 years). The shelf life for bd insulin syringe product is 5 years, therefore, the product received for this complaint is expired. A review of the device history record was completed for batch# 4119788. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200540171] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a expired syringe was used and the plunger separates from the syringe and stopper remained in barrel with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that when pulling the plunger back it separated from the syringe and the black stopper remained in the barrel. Product is also expired. Additional information received from consumer: consumer uses the new syringe, explained consumer our needles are tested for 5 years and this box is expired. He has used 2 syringes out of this box. He purchased 4 boxes from pharmacy and this box looked old and had tape on it, looked like tampered.

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a expired syringe was used and the plunger separates from the syringe and stopper remained in barrel with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that when pulling the plunger back it separated from the syringe and the black stopper remained in the barrel. Product is also expired. Additional information received from consumer: consumer uses the new syringe, explained consumer our needles are tested for 5 years and this box is expired. He has used 2 syringes out of this box. He purchased 4 boxes from pharmacy and this box looked old and had tape on it, looked like tampered.